Event description:
The device was returned with no information. A database search by serial number was done along with follow up with a physician which revealed the patient to be deceased less than one year after implant. The cause of death is listed as cardiac arrest. Further details regarding the death have been requested an not yet received. No complaints, allegations, or previous contacts have been made against the device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed no anomalies found.